Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The 90% stenosed, concentric target lesion was located in the non-calcified left anterior descending artery. After pre-dilatation was performed, a 12 x 3.50 promus premier stent was deployed to treat the lesion. Post stent deployment, a dissection at the proximal edge of the stent was noted. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.